Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracoscopic surgery with pluraldisis, on the resection of the lung tissue, the 2 reloads only fired half way through and then the handle's internal mechanism had a large crunch and snap sound. Nothing broke off the handle. The staples formed completely until the staple line was incomplete centrally. A new handle and reload were opened to resolve the issue. There was no patient injury.